Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, the patient's echo demonstrated an ava of 0.7 cm2. 3mensio measurements for the aortic valve annulus was 393mm2, measuring for a 23mm thv (+3% oversized). The right common femoral artery (cfa) measured 5.6mm, right external iliac 6.1mm, and right common iliac 7.8mm. The right cfa was accessed with ultrasound and micro puncture, and a 14fr esheath+ advanced over a stiff amplatz guidewire. A 23mm sapien 3 ultra valve was loaded on a 23mm commander delivery system and was then advanced over a safari guidewire through the esheath. The operator met great resistance with the advancement of the commander system at the level of the external iliac, but eventually passed through the esheath. Valve alignment then took place in the thoracic aorta. The patient was noted to have a somewhat horizontal aortic root at 53degrees. The operator placed 75% articulation on the commander system, but could not cross the severely stenosed aortic valve. Articulation was then removed, where crossing was unsuccessfully re-attempted. The safari guidewire was noted to remain in the lower aspect of the non-coronary cusp (ncc), against the greater curvature, but would not deviate even with slack removal. A few mls of volume were then advanced from inflation device to commander balloon, but still would not cross. Safari guidewire then removed, and replaced with a lunderquist guidewire. This extra support did not assist in the thv crossing the aortic have. The undeployed 29mm s3u and commander were removed intact, through the esheath and loading tool. The physician decided to then perform a bav with an 18mm true balloon. The physician opted to use a new thv and delivery system. A new 23mm sapien 3 ultra valve and a new 23mm commander delivery system was nominally prepped and advanced through the pre-existing 14fr esheath+. The new system advanced through the iliac without difficulty. The valve alignment was then performed, and system successfully advanced through the aortic valve. The patient was rapid paced at 180 bpm, and the valve was deployed at a depth of 80/20. Tte demonstrated no pvl and a mean gradient of 3mmhg. The 14fr esheath+ was then removed, and perclosed x 2. Femoral angiogram performed which showed an extravasation of the right external iliac artery. An 8fr destination sheath was then placed contralaterally, and a 7mm balloon was used for balloon tamponade. An 8mm x 5cm self expanding viabahn covered stent was then successfully deployed, achieving hemostasis. Patient hemodynamically stable at end of procedure. Per the device evaluation, it was noted that the sheath also did not expand.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of a product evaluation. The following sections have been updated or corrected: b4, b5, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. Visual examination was performed and the following were observed: liner fully expanded as designed and tip opened as designed. Minor soft tip damage, likely due to packaging. Scratch on the sheath shaft at the distal end. Liner stretching starting at 0.5' from distal strain relief, and 1.25' in length. Partial liner delamination at 1.5' distal strain relief and at 1.8' from distal strain relief, 1' in length. 3mensio imagery was provided and the following were observed: undersized vessels ('5.5mm minimum luminal diameter required for use of 14f esheath+). Calcification present in the patient's right access vessel. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/ s3u/ s3ur IFU's were reviewed. Precautions note: 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively'. Potential adverse events include: 'complications associated with standard catheterization and use of angiography include, but are not limited to injury including perforation or dissection of vessels'. No IFU/training deficiencies were identified. The complaints for difficulty advancing through sheath and sheath does not expand are confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'a 23mm sapien 3 ultra valve was loaded on a 23mm commander delivery system and was then advanced over a safari guidewire through the esheath. The operator met great resistance with the advancement of the commander system at the level of the external iliac, but eventually passed through the esheath.' Evaluation of returned device confirmed presence of stretched liner. The observed liner stretching may be tied to variability in the manufacturing process involving liner integration with shaft material (hdpe). When the hdpe layer adheres to the etched ptfe liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. An investigation outlined in the technical summary written by edwards lifesciences has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2' segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). As the liner was observed to be expanded as designed, the returned device meets this specification. Additionally, calcification and undersized vessel were observed in the patient's right access vessel. These patient factors can create a constrained condition leading to sub-optimal conditions for liner expansion, which may contribute to the observed liner stretching. As such, this failure mode is tied to manufacturing process (variable sheath liner expansion) and/or patient factors (calcification, undersized vessel) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. As the sheath liner stretched instead of expanding, it is possible that this contributed to the reported resistance due to the liner seam adhering to the hdpe as opposed to lifting, which could call for higher push forces. The observed patient factors (undersized vessel, calcification) can further contribute to resistance by creating a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, this failure mode is tied to manufacturing process (variable sheath liner expansion) and/or patient factors (calcification, undersized vessel) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, the patient's echo demonstrated an ava of 0.7 cm2. 3mensio measurements for the aortic valve annulus was 393mm2, measuring for a 23mm thv (+3% oversized). The right common femoral artery (cfa) measured 5.6mm, right external iliac 6.1mm, and right common iliac 7.8mm. The right cfa was accessed with ultrasound and micro puncture, and a 14fr esheath+ advanced over a stiff amplatz guidewire. A 23mm sapien 3 ultra valve was loaded on a 23mm commander delivery system and was then advanced over a safari guidewire through the esheath. The operator met great resistance with the advancement of the commander system at the level of the external iliac, but eventually passed through the esheath. Valve alignment then took place in the thoracic aorta. The patient was noted to have a somewhat horizontal aortic root at 53degrees. The operator placed 75% articulation on the commander system, but could not cross the severely stenosed aortic valve. Articulation was then removed, where crossing was unsuccessfully re-attempted. The safari guidewire was noted to remain in the lower aspect of the non-coronary cusp (ncc), against the greater curvature, but would not deviate even with slack removal. A few mls of volume were then advanced from inflation device to commander balloon, but still would not cross. Safari guidewire then removed, and replaced with a lunderquist guidewire. This extra support did not assist in the thv crossing the aortic have. The undeployed 29mm s3u and commander were removed intact, through the esheath and loading tool. The physician decided to then perform a bav with an 18mm true balloon. The physician opted to use a new thv and delivery system. A new 23mm sapien 3 ultra valve and a new 23mm commander delivery system was nominally prepped and advanced through the pre-existing 14fr esheath+. The new system advanced through the iliac without difficulty. The valve alignment was then performed, and system successfully advanced through the aortic valve. The patient was rapid paced at 180 bpm, and the valve was deployed at a depth of 80/20. Tte demonstrated no pvl and a mean gradient of 3mmhg. The 14fr esheath+ was then removed, and perclosed x 2. Femoral angiogram performed which showed an extravasation of the right external iliac artery. An 8fr destination sheath was then placed contralaterally, and a 7mm balloon was used for balloon tamponade. An 8mm x 5cm self expanding viabahn covered stent was then successfully deployed, achieving hemostasis. Patient hemodynamically stable at end of procedure.